Manufacturer narrative:
Device available for evaluation: device returned. Device history lot, part number: 311.01.98, synthes lot number: 4587663, supplier lot number: n/a, release to warehouse date: 05/02/2003, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary complaint summary: it was reported on an unknown date, during open reduction internal fixation (orif) of the ankle, the coupling on the mini quick connect handle is jammed and does not allow driver blades/shafts to connect. Another unknown handle was used to complete the procedure with no surgical delay. There was no patient consequence reported. Service & repair evaluation: description: the customer reported that device had jammed coupling. The repair technician reported the device required further testing at the vendor due to failed operation. Damaged coupler is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item was scrapped and will be forwarded to customer quality. The evaluation was confirmed. Flow: device interaction/functional. Visual inspection: upon visual inspection, the distal coupling mechanism was stuck in the retracted position and it would not fully open. Also, the setscrew is stripped. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Functional test: functional testing could not be performed with the mating blades/shafts as they were not returned for evaluation. However, functional testing of the coupling mechanism showed that the mechanism could not be released from the retracted position. In the advanced state the mechanism locks onto the mating screwdriver and in the retracted state the mechanism releases the mating screwdriver. Thus, in this retracted position, the device would not be expected to retain the mating screwdriver. Dimensional inspection: document specification: the following documents were reviewed as part of this investigation: handle with mini quick coupling: 311_01. Quick coupling insert assembly: e2044, quick coupling insert: e2045. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition of is confirmed. No new issues were identified on the remaining portions of the device. Although a root cause could not be definitely determined given the unknown circumstances, it is probable that an unintended force during usage/ handling such as dropping off the floor excessive loading and/or rough handling over 12+ years in the field contributed to the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, during open reduction internal fixation (orif) of the ankle, the coupling on the mini quick connect handle is jammed and does not allow driver blades/shafts to connect. Another unknown handle was used to complete the procedure with no surgical delay. There was no patient consequence reported. Concomitant device reported: unknown driver blades/shafts (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).